Event description:
Same case as #3005099803-2008-05115. It was reported, during clinical follow-up, that during an unspecified procedure, perforation occurred. The intent of the procedure was to "unblock a stricture" to allow urine to pass. A number of different devices were used during the procedure. The physician attempted to place several council tips, but was unsuccessful. The physician then requested a "catheters guide with council tip (screw tip)", however, the device the physician requested was unavailable. The physician used a 0.035 movable core, straight tip urological guide wire. "After using a 0.35 glidewire to insert 16fr council tip 2way catheter, patient's scrotum was swollen to the size of cantaloupe." It is suspected that one of the instruments nicked the patient's urethra, causing the scrotum to fill with urine. It is unknown which device may have caused the perforation. The pt was discharged home the same day. The swelling was treated with an athletic supporter. The fluid was expected to re-absorb and the swelling would go down on its own. The physician indicated that "it will take a long time or the swelling to come down." No further complications were reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.